Event description:
Boston scientific received information that during a device replacement procedure for normal battery depletion, when the device was removed from the pocket, the header completely detached from one side and remained attached at the other. The device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a loose header. Real time x-ray of the feed thru wires noted no fractured wires. Although evidence indicates external stress may have been a factor in the header becoming loose, the cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. The enhancements have decreased reports of this type.